Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked with customer and confirmed that the system works functionally. No service has been performed by philips since no failures was identified. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was intermittently unable to produce x-rays. The device was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of the complaint.